Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set was pulled off body when the attached tubing "got snagged". The patient's blood glucose was reported to be at 280mg/dl. A correction bolus was administered to address the high blood glucose and the infusion set was replaced. No permanent injury was reported.